Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was oversensing noise and had high pacing impedance. Upon opening the pocket, insulation damage was seen. The lead was explanted and replaced. The patient was stable.